Event description:
It was reported that the latch lock sensor is not functional. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was not duplicated at the time of testing. However, it was found in the event history log of the device. The cause is an intermittent latch lock flex sensor. This was replaced and the device passed all functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.